Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had ecu watchdog failure. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed an auxiliary control unit watchdog failure (acu), travel reverse error. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a speaker. As a result, the clutch pack, leadscrew and speaker were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.